Event description:
It was reported that the stop button on the remote user interface (rui) of the 9800md system was missing (broken). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the stop switch. The system was tested and found to be working as intended and placed back into service.